Manufacturer narrative:
A replacement glidescope avl video baton 3-4 was provided to the customer. The avl video baton 3-4 used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned avl video baton 3-4 and confirmed the led failure. The technical service representative reported that when the avl video baton 3-4 was connected to known good test equipment, the led flashed. The service technician attributed the led issue to either an led failure or the failure of the led pcba. The technician also noted that, at times, the video baton was not recognized by the test equipment. The camera image quality test was performed and failed. The technical service representative attributed the "no image" issue to baton failure. It was also noted that the lens cover was missing plastic. Upon review of the device history for serial number (B)(4), it was determined that the device was manufactured on july 08, 2016 and is past the two (2) year expected product life as outlined in the glidescope operations and maintenance manual (omm). It is likely that the age of the device, five (5) years, caused or contributed to the event. Since the glidescope avl video baton 3-4 is not repairable and a replacement was already provided to the customer, the avl video baton 3-4 used in the procedure was scrapped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 3-4, the led light turned off. A delay in the procedure of an unknown duration occurred as a similar device was obtained. No harm to the patient or user was reported.